Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted, the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter displayed a ¿put in new test strip¿ message on the display. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged issue started during the morning of 04/10/2015. The patient informed the cca that they take oral medications (type and dosage unknown) as well as diet and/or exercise to manage their diabetes. The patient denied taking any action in response to their normal diabetes management routine as a result of the alleged product issue. Three weeks later, on (B)(6) 2015 the patient stated that they experienced the symptoms of ¿burning feet and numb fingers¿, but denied needing to receive any form of treatment as a result of this issue. At the time of troubleshooting the cca was able to establish that this was not the first time the product was being used. However, the issue remains unresolved as the cca was unable to resolve the issue with training at this time. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.